Event description:
Manufacturer received explanted pulse generator and lead for analysis. It was noted that both products were returned because of possible patient death. Good faith attempts are being made to obtain additional information regarding the event.

Manufacturer narrative:
The cause and circumstances of the patient's death is unknown.